Event description:
Two biorci screws were broken during attempted insertion with drivers. In addition, other screws were reported as not being able to seat onto the drivers. No pt injury, however, operating time was prolonged.